Event description:
On 09/07/2006, the lay user/pt contacted lifescan alleging that her one touch ultra was having a power issue (does not turn on). The medical affairs specialist listened to the original call between the pt and the customer care advocate (cca) to obtain/verify the following info. The pt was using the meter successfully for 3 days until it stopped turning on. On an unspecified date in approx a month earlier, the pt went to the emergency room because she was feeling weak and dizzy and because her meter would not turn on. It is not known how long the meter issue began prior to going seeking medical attention. The pt stated that she did not take any actions following the attempted use of her meter. The pt's blood glucose was tested frequently at the emergency room. Her first blood glucose reading was "around 580 or 590 mg/dl" on the hospital's meter. The pt was treated with an IV and insulin. The cca verified that the battery was in good condition; however, the battery was reportedly not replaced per the owner's manual. The cca walked the pt through troubleshooting; however, the power issue was not resolved. This complaint is being reported because the pt was unable to test on her meter. During the same month, she was experiencing symptoms. The pt was taken to the emergency room where she received treatment for hyperglycemia. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
(Other #) is 1-av-1086. Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or stips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.